Event description:
Event description guidant received information that this ventricular lead had dislodged. At a later time, it was noted that the patient had expired, due to a non-device related condition. The lead was surgically abandoned and replaced.